Event description:
The customer reported to olympus, the gastrovideoscope had a leak at the angular rubber. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap between the acoustic lens and the ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation also found that the upward/downward knob couldn't be locked securely due to wear of the forceps elevator lever, water tightness was loss due to a pinhole on the bending section cover, connecting tube had discoloration, distal end had a scratch, and the ultrasonic probe was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed gap between the acoustic lens and the ultrasound probe could not be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. Olympus will continue to monitor field performance for this device.